Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a approx 2.5 mm longitudinal tear in the balloon, approximately 5 mm from the balloon proximal tip. The balloon appeared to be intact with both ends of the balloon still attached to the device (no missing pieces). Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (lot f1423301) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: there was no visible signs of calcium. As the physician was withdrawing the sheath from the patient, the balloon from the device lost pressure. Manual pressure was held for 10 minutes, the patient did fine and was discharged as originally planned. Procedure type: diagnostic vessel type: coronary access site: common femoral artery.